Event description:
This lead was explanted and replaced due to "episodes of vf and a few shocks. The lead was high in the septal wall. The physician wanted to implant a new lead in the rv apex to avoid high dtf's." The hospital retained the device. Should additional information be received, the file will be updated.